Event description:
The hospital reported that during endoscopic vein harvesting procedures, over the last 2 weeks, four short port btt black inflation valves dislodged (popped out) and as a result, the balloons would not remain inflated. When staff put back in the valves, they would pop out again. Staff finally used hemostats to clamp the valves in place and complete the procedures. The hospital did not report any pt complications. Since it is unk when the cases occurred and how many failures occurred during each case, all four reported failures will be tracked in this one case. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).